Event description:
Return reason: rupture. Analysis determined: investigation found that only the adhesive bands remain on the tip and that a inflatable part of the balloon is missing. Adhesive bands are fully adhered. Remaining latex may show signs of natural aging or possible over-inflation. No mfg defects were found. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken : no corrective action is required at this time because the actual cause : mfg, material, quality or user, cannot be determined. Both the fequency and severity of this type of incident will be closely monitored to determined if further remedial action is necessary.